Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connector on the expiratory tube of four rt380 adult dual heated evaqua2 breathing circuits had cracks. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the four complaint rt380 adult breathing circuits were returned to fph in (B)(4) for evaluation. For devices 1, 2 and 3 the elbow connector and part of the evaqua tube were returned for investigation. For device 4 only the evaqua limb was returned. The subject breathing circuits were visually inspected. A leak test of the subject circuits was unable to be conducted since only part of the evaqua tube was returned for devices 1, 2 and 3. Device 4 was significantly degraded and therefore a leak test could not be conducted. Results: visual inspection of the complaint devices revealed cracks in the expiratory elbows of all four devices. The expiratory limb of device 4 was found to be brittle and degraded in two areas. A lot check was not performed as lot information was not provided. Conclusion: we were unable to conclusively determine what has caused the connectors to crack and the expiratory limb to degrade; however, based on our previous investigations it is possible that the breathing circuit came into contact with a chemical solution, resulting in environmental stress cracking of the connectors. It should be noted that not all connector cracks result in a leak and may be cosmetic only. All rt380 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connector on the expiratory tube of four rt380 adult dual heated evaqua2 breathing circuits had cracks. No patient consequence was reported.